Manufacturer narrative:
Upon investigation of the actual device used in this incident it was found that the firewall was the cause of the "all drawers failed" error. Firewall disabled to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system entered an "all drawers failed" mode after being rebooted, affecting patient care. The customer added that the users were able to recover the drawers by shutting the unit down entirely and unplugging the power cord for about 10 minutes. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Event description:
It was reported by the customer that a pyxis anesthesia es system entered an "all drawers failed" mode after being rebooted, affecting patient care. The customer added that the users were able to recover the drawers by shutting the unit down entirely and unplugging the power cord for about 10 minutes. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 01-dec-2021 to 01-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the field service engineer found the station experienced intermittent drawer failures after a cold boot. The engineer logged in, disabled the firewall and the station was up and running with no further failures. The system functioned as intended after the field service engineer troubleshot the device.